Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer connected the pump to a broken wall adapter and left the pump to charge. Upon returning the customer observed the pump had shutdown. The pump was connected to a computer with a usb cable however the pump remained off. During troubleshooting, tandem technical support instructed the customer to connect the pump to the computer with a different usb cable. The pump was able to be turned on. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was confirmed the customer was able to complete the load process successfully and resume insulin. A replacement usb cable and wall adapter were sent to the customer.